Event description:
This senior medical surveillance specialist spoke with the pt/layperson regarding her 2009 complaint, 'unusual issue'. The pt clarified and reported the following to this specialist. The pt clarified that her physician recommended calling customer service due to recent daily results in the 140 mg/dl range that she reported to him. "The readings were too high but my doctor didn't believe they were high [he thought the meter was inaccurate]". Although blood was drawn during the recent office visit, she does not know the blood glucose result. No treatment was given and her daily oral medication doses remained the same for metformin, actose, januvia, and starlex. Evidently, the pt told the customer care advocate (cca) that the meter 'did not work', and provided no other details. When the cca asked the pt if she developed symptoms, the pt reported feeling sweaty and being pale while driving at 2:30 pm the day before. The pt informed this specialist that she had been in an air conditioned car; however, when she got out of the car in the country while the temp was over 100 degrees, she began sweating. As the symptom worsened, the pt ate candy she carried and then a cookie and a drink until she felt better. The pt determined that her blood glucose had been low; however, she does not recall the result obtained that morning. Since the pt never adjusts her oral medication, she took her usual amount. Because the pt alleged that she developed low blood glucose symptoms (symptoms that meet criteria for serious injury) after obtaining inaccurately elevated results, the complaint is reported. The cca replaced meter and test strips.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.